Manufacturer narrative:
(B)(4). The device was returned for analysis. Visual inspections were performed on the returned device. The separation was confirmed. The balloon rupture could not be confirmed as the distal portion of the device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported separations however the reported balloon rupture and treatments appear to be related to circumstances of the procedure.

Event description:
Subsequent to the previously filed medwatch, additional reported information indicates that the stent delivery system (sds) separated at two locations. The very distal portion (balloon included) of the sds remains in the patient's heel and the other portion of the distal end of the sds was removed from the patient anatomy after the separation occurred.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to treat a de novo lesion in the tibial artery, pre-dilatation was performed. A 3.0x38 mm rx xience prime below the knee (btk) stent delivery system (sds) was advanced and the stent was deployed at the target lesion at 8 atmospheres. After deployment, the balloon of the sds was dilated at the artery proximal to the stent; however, when inflating the balloon at 8-10 atmospheres the balloon ruptured at 2 locations. The distal part of the balloon separated and migrated into the patient's heel. The remaining portion of the sds was removed from the patient without issue. An attempt was made to advance another balloon through another artery to retrieve the separated portion of the balloon but was unsuccessful. The separated portion of the balloon remains in the heel. There was a clinically significant delay in the procedure (greater than 30 minutes). The patient is in good condition. No additional information was provided.